Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. A supplemental report will be submitted if new information is later obtained.

Manufacturer narrative:
The gas delivery system from the device was received at the failure investigation laboratory for failure analysis. The customer complaint was verified. The root cause was failure of the airflow sensor, caused by u1 drifting out of calibration.

Event description:
The customer reported patient circuit occluded (ec 1232e). Not in patient use. The unit gave a circuit occluded alarm. Also failing air flow testing. During the flow testing at 10 the certifier reads 200 and the average air slpm readout is 3. The remote service engineer (rse) discussed installing 3.1 software and performing the flow sensor zero calibration. If that does not work to replace the flow sensor assembly. Customer has a flow sensor in stock. Further information is pending.